Manufacturer narrative:
H3: part # kex152eb, lot # 231122431 visual and optical inspection revealed the tip of the balloon has been damaged. The middle portion of the balloon has been punctured/sliced. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a bkp procedure in a patient diagnosed with compression fracture due to primary osteoporosis. It was reported that breakage was confirmed during balloon inflation on one side, so it was removed once. Breakage was confirmed again when the used balloon was used on the contralateral side. When the balloon was inflated, it was confirmed that contrast medium was leaking from the balloon at around 200psi, and after it was removed, a pinhole-sized hole was found. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.